Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had been hospitalized for diabetic ketoacidosis. The customer had a bent cannula the day before she was hospitalized. She also mentioned that she had a heart attack three weeks ago but didn't report any details about the event. The customer's blood glucose was 538 mg/dl. Nothing further was reported.